Manufacturer narrative:
The meter has not been requested for return to animas. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting of the event indicated that the pump and meter remote were not paired resulting in lack of communication between devices. The pump can still be manipulated without pairing the pump with a meter remote.

Event description:
The patient contacted animas on (B)(6) 2013 reporting just receiving a new pump but did not pair the pump to the meter remote. The reporter indicated that the pump and meter were not communicating to deliver boluses resulting in a blood glucose of 300 mg/dl with stomach pain. This report is made based on the allegation that the patient experienced hyperglycemia related to use of an unpaired meter remote and pump.